Event description:
It was reported that a flo-gard infusion pump did not function. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. The reported condition was verified as an f-10 alarm via functional testing and review of the alarm log. The cause of the condition was determined to be from damaged force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.